Event description:
The customer reported having high blood glucose of 321mg/dl after bolusing for his coffee. The customer stated that later in the day, his glucose was 318mg/dl before dinner, and it was 322mg/dl after dinner. He stated that he was in the pool the day before and forgot to suspend the device. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found low reservoir alarms in the past five days. Assisted the caller to run a manual prime test and the insulin did exit. During the call, the customer stated that the insulin pump is under-delivering. While troubleshooting noticed that the boluses programmed did not match with the amount the device indicates it bolused. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.